Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer reported that after reconnecting the pump to a power source the alert had not reoccurred. Customer¿s blood glucose was 120 (mg/dl).